Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# unknown implanted: explanted: product type recharger updated to include country of complaint per below: g2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the recharger would not be returned due to being discarded by the patient.

Manufacturer narrative:
H6 code belongs to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# unknown, product type: recharger. D6a: date inaccurate, only the month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's recharger became hot within minutes of recharging. The representative replaced the patient's recharger. Impedances were fine and settings were as expected. They had not heard complaints from the patient since replacing the recharger.

Event description:
On (B)(6) 2024, sap ecc service and repair (B)(4) (con, for): information was received from a patient who was implanted with an im plantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) claimed that the recharge interval has shortened about a week ago from 5 days down to just one day. At the same time, the therapy effect shifted to another area of the body. 2 days ago, they had a massive shocking sensation on the back and severe pain when recharging the implanted neurostimulator (ins) which caused intense pain. In parallel, the recharger got very hot during the same session. Pt visited the local hospital due to the pain where, according to pt, there was red skin seen in the area where the lead is implanted. Patient is now on fentanyl for the pain. Since then, he has also had increased numbness in his entire lower leg. A: possible damage of the lead. Referred the pt back to the implanting hospital for an impedance check and medical consulting. Escalated to local manufacturer representative (rep) for possible on-site support and retrieval of session/data report if possible. Until 10 days ago it only had to charge every 5 days (100% ¿ 10%), then suddenly it had to charge every 24 hours because it only has ~ 30% then. At the same time, the perception of therapy has changed, it now affects larger parts of the foot (but also becomes numb) and it even goes to the other foot, which was not before. Merged-from (B)(4) on (B)(6) 2024 sap ecc service and repair (B)(4) (con, for): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) experienced heating during charging process. At first, they could feel the heating sensation externally, then after, the pt sensed it internally at the site of their implanted neurostimulator (ins) followed by a sharp pain at their spinal cord. After this, the pt couldn't sense the therapy in their leg anymore. The pt is now at the hospital where they are going to investigate/interrogate the ins and the components. 2024-nov-19, service notification interface update ((B)(4)) for): no new information.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.